Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they were having trouble with the personal therapy manager (ptm) connecting for 2-3 days. The patient representative (rep) stated that it was taking an hour to an hour and a half to get the ptm to connect to the pump. The handset got stuck at 90 percent. The patient got four bolus a day. The agent had difficulty understanding the rep. The agent asked for the application version and the agent could not understand the information provided by the rep. The agent asked the rep to connect with the handset and communicator and the rep said the device was searching. The agent assisted the rep to reset the handset and communicator and clear data, and ptm connect to do bolus. The patient service asked if patient had fall or trauma and caller said yes, the patient failed last wednesday. The troubleshooting steps that were taken on the call resolved the issue.